Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields. Corrected fields: e1. Establishment name: (B)(6) h6. Health effect - impact code: 2645 - no patient involvement this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material and we could not conclusively specify the root cause of the foreign material that remained in the device. From the information obtained, reprocessing was confirmed to be practiced in accordance with IFU (instructions for use). We confirmed that there was no deformation in the area where the foreign object remained. The event can be detected/prevented by following the IFU (instructions for use) which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.